Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of being unable to aspirate during dye study and csf leak was determined. There was a suspected fracture in the catheter that likely was causing a leak of csf and when it was pulled on it completely fractured.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2024, product type: catheter, product ID: 8596sc, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot#: (B)(6), ubd: 25-oct-2020, UDI#: (B)(4); product ID: 8596sc, serial/lot#: (B)(6), ubd: 18-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal fentanyl 2000 mcg/ml at 972.8 mcg/day dose, bupivacaine 20.0 mg/ml at 9.728 mg/day hydromorphone 9.6 mg/ml at 4.6693 mg/day via an implantable pump for non-malignant pain. It was reported that the patient failed clinical decision support (cds) and patient did not like the location of her pump so they removed everything. They put a smaller 20ml pump and put in a new ascenda catheter as actions/interventions taken to resolve the issue. The pump was sticking to the side and causing the patient to feel an uncomfortable pressure when breathing/eating due to the pumps location. The patient had a failed catheter dye study and unable to aspirate. There was also a cerebrospinal fluid (csf leak). A small segment of the pump catheter was retained while removing it. No environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight was 72 kg.

Manufacturer narrative:
B5 & h6 codes were corrected and updated. H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a break in the catheter body. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 972.8 mcg/day dose, bupivacaine 20.0 mg/ml at 9.728 mg/day hydromorphone 9.6 mg/ml at 4.6693 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2024 patient had pump pocket revision after the pump flipped and was unable to be flipped, moved to abdomen. It was stated they infiltrated the skin over the new abdominal pump pocket site and aspirated 5 cc of serosanguinous seroma from the pump pocket site during the dye study on (B)(6) 2024. They reported headache due to lumbar puncture and was prescribed fioricet for this. It was reported that the patient failed catheter dye study (cds) and patient did not like the location of her pump so they removed everything. They put a smaller 20ml pump and put in a new ascenda catheter as actions/interventions taken to resolve the issue. The pump was sticking to the side and causing the patient to feel an uncomfortable pressure when breathing/eating due to the pumps location. The patient had a failed catheter dye study and unable to aspirate. There was also a cerebrospinal fluid (csf leak). A small segment of the pump catheter was retained while removing it. No environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight was 72 kg. Additional information was received from the healthcare provider (hcp) via a company representative (rep) reporting that the cause of being unable to aspirate during dye study and csf leak was determined. There was a suspected fracture in the catheter that likely was causing a leak of csf and when it was pulled on it completely fractured. Additional information received from a company representative confirmed that the pump related to this event had been pump serial number (B)(6) and had been implanted on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative confirmed that the pump related to this event had been pump serial number (B)(6) and had been implanted on (B)(6) 2024.